Event description:
It was reported that a patient underwent an initial tak and, approximately 12 years later, a revision surgery due to loosening and metallosis. Additionally, a femoral stem fracture was noted in the x-ray impression. The surgical technique was utilized, with no reported surgical delays or retained foreign bodies. The specific component(s) associated with the reported events were not identified in the available information; therefore, the events have been conservatively attributed to all applicable revised devices. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598801014, 14mm diameter 100mm length straight stem extension combined, (B)(6). 00598801017, 17mm diameter 100mm length straight stem extension combined, (B)(6). 00599003701, posterior femoral augment block precoat, (B)(6). 00599003701, posterior femoral augment block precoat, (B)(6). 00599404217, 17mm height size g with locking screw striped green articular surface, (b))(6). 00598800600, nexgen size 6 precoat cemented stemmed anterior/posterior wedged tibial, (B)(6). 00599401792, size g cemented option femoral component, (B)(6). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.